Event description:
In 2008 - bed has unintentional movement of both head and knee functions. Dave stated that there was no injury from this alleged unintentional movement. In 2008 - sum - the account found that the lh ucm was defective.